Event description:
Customer reports that nph pt developed bilateral subdural hygromas. Hygromas have continued to enlarge.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.